Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation. Device evaluation: visual analysis of the returned device identified: crease flat. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.

Event description:
Healthcare professional reported left side exchange no complaint against device. Later reported "capsular contracture, baker grade IV" and deflation. Device has been explanted and replaced.